Manufacturer narrative:
No serious injury occurred, the doctor involved had minor bleeding on the head, and stated that medical treatment was unnecessary. However, nidek inc considers it a reportable event as the device had malfunction and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek hired third party (noritsu) to perform the correction as per recall (z-1245-2016). At this time, device evaluation anticipated but has not begun. Therefore, a follow-up will be submitted once the evaluation is completed.

Event description:
On may 15, 2017, during a recall process, nidek inc. Recall coordinator received information from a doctor that the near point rod of rt-5100 serial #(B)(4) had hit him in the head on multiple occasions. Furthermore, the doctor stated that the near point rod has caused him to bleed and form a little scar.